Event description:
The patient underwent a bowel resection procedure. The fascia was closed with size 0 biosyn. Sometime post operatively, the wound dehissed and the patient was brought back for resuturing. The suture was taken out as lump.